Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and a pinhole was observed in the middle part of the balloon. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.